Manufacturer narrative:
Insulin pump received with broken retainer ring. Unable to perform displacement test due to broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to broken retainer ring. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, missing display window cover, cracked keypad overlay, cracked battery tube threads, cracked case on the battery tube side, missing reservoir tube o-ring, broken reservoir tube lip, detached retainer ring, and faded serial number label. (B)(4).

Event description:
Information received by medtronic indicated that customer had heart attack and the insulin pump had crack at side of reservoir going down about 1 inch side of display screen. The customer stated that the reservoir was able to lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.